Event description:
Customer called on (B)(6) 2011, reporting that complete blood count (cbc) results (high red blood cell rbc, low hemoglobin hgb, mean cell hemoglobin concentration mchc) obtained on (B)(6) 2011, from the secondary mode were erroneous (erratic) when compared to results obtained from the primary mode on the coulter hmx hematology analyzer with autoloader on (B)(6) 2011. Customer reported that the instrument was also experiencing intermittent aspiration issues. Instrument printouts demonstrating the discrepancy between the modes were requested, but customer only provided erroneous results from the secondary mode. Review of the printouts revealed that an abnormal rbc instrument generated flag was indicated. Customer reported that the erroneous results for the single patient were reported out of the lab on (B)(6) 2011. The results were determined to be erroneous when the patient was re-drawn at another hospital on (B)(6) 2011, before receiving blood transfusion and high hgb results were obtained (considered correct). No death or injury resulted from this event. Patient was transfused, but the decision was made based on the correct results, not as a consequence of erroneous results. Customer mentioned that the sample from (B)(6) 2011, was retrieved and re-run in primary mode where the results were consistent with those obtained at the other lab (higher hgb value). Printouts of the re-run were not provided. Field service engineer (fse) was dispatched and found a weak compressor. Fse replaced the compressor to address the poor mode to mode issues. Fse then ran reproducibility and mode to mode testing to confirm proper operation of the instrument. Root cause is unknown but the fse found a weak compressor which could have attributed to the poor mode to mode issue.